Event description:
It was reported that a fiber optic sensor failure occurred during intra-aortic balloon (iab) therapy. The customer attempted unplugging and reconnecting the fo connector without success. They then obtained the transduced arterial pressure (ap) from the inner lumen onto the cardiosave intra-aortic balloon pump (iabp). There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Manufacturer narrative:
Updated field(s): describe event or problem sex date of birth age at time of event / age units (patient) weight / weight (units) device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The optical fiber was found to be broken within the membrane approximately 21.8cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted on (B)(6)2024, a fiber optic sensor failure occurred. The customer attempted unplugging and reconnecting the fo connector without success. They then obtained the transduced arterial pressure (ap) from the inner lumen onto the cardiosave intra-aortic balloon pump (iabp). There was no patient harm or adverse event reported.